Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and unconsciousness.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a hypoglycemic event. The patient stated that the last thing he recalled was sitting on the couch watching the news at roughly 6:10pm. According to his continuous glucose monitor (cgm), his blood glucose (bg) was reading 56 mg/dl when he lost consciousness. At roughly 8:10pm, the patient's son called the paramedics and the emergency medical technicians (emts) showed up at the patients home shortly after. The emts treated the patient with a glucose intravenous (IV) therapy and the patient regained awareness at around 8:45pm. At the time of event, the patient was using the dexcom system. The patient stated that he does not recall any alerts warning him about his low bg, not did not allege that this contributed to the low event. At the time of contact, the patient's cgm reading was about 152 mg/dl and was feeling normal. The patient did not report any injuries that he is aware of. No additional event or patient information is available.